Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; atrial output connector, one side bail cover, and ring cover are broken. One side bail cover, ring bail, one side bail, and two case screws are missing. Battery release and battery drawer are contaminated. Battery contacts are compressed and encoder flex is damaged. (B)(4).

Event description:
It was reported the atrial connector is broken and pushed into unit. It was also reported the belt clip and cover are missing as well as ring clip and cover. The device was returned for repair and calibration. No patient complications were reported as a result of this event.